Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.

Event description:
It was reported, that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. A manual injection was administered to address elevated bg. The customer reverted to an alternate method of insulin therapy.